Event description:
Patient was implanted with tibia nail on an unknown date complained of painful hardware, date unknown. Patient returned to o.r. On (B)(6) 2012 for hardware removal. During the removal process surgeon was having a hard time inserting the extraction screw into the tip of the nail. Surgeon selected another extractor bolt to remove the nail having to use the slap hammer to get the nail out. It was noted there was a lot of bone growth on the nail and in the proximal holes. The procedure was prolonged approximately 20 to 30 minutes. The procedure was completed. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The threaded portion on the tip of the extraction screw is damaged. The device shows several marks of forcible and inadequate use. The device has the appearance of often or forcible use. The complaint relevant dimensions on the thread cannot be checked anymore because of the damage.

Manufacturer narrative:
Device used for treatment and not diagnosis. Nail extraction is historically a technically challenging procedure. Care must be taken to visualize radiographic that the extraction screw is properly aligned with the proximal portion of the nail. Attempts to force the entry of the extraction screw at an improper angle can cause damage to the threads of the extractor preventing proper use. There are many factors that can contribute to complaints of this nature including but not limited to: tip geometry, material, finish, previos damage and surgical technique. There is insufficient information to determine which of the possible contributing factors is the cause of the complaint. Severity of this report is also within the bounds accounted for in the risk analysis. The investigation is ongoing.